Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have had 4 instances of chemo leaking. On (B)(6) 2025 customer response: yesterday I had a conversation with our pharmacy staff and our op chemo department that the leak happened in. As we discussed I learned there were 2 or 3 other chemo leaks with the same tubing, on the same patient. It doesn't take a rocket scientist to figure out the patient must be doing something during their treatment, messing with the tubing, etc. To cause this to leak. I told them to monitor the patient on the next treatment. Based on all of this information I am pretty sure the tubing is fine and we are good here. Sorry for the fire drill and waste of your time.

Manufacturer narrative:
The customer reported that chemo was leaking from the filter, and returned one used sample of material 2426-0007, lot 25045099. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, to flush the system. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane hydrophobicity was compromised. The air vent can be compromised by the end user drugs/solutions used. The root cause for the filter leakage is related to the end user drug used, in this case, chemo, compromising the filter. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information provided.